Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, an unspecified number of tubes had clumped platelets. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 17-jun-2025. Investigation summary: bd received 10 samples and 2 photos for investigation. The evaluation of the photos did not show evidence of platelet clumping. The returned samples were reviewed, and no additive abnormalities were found. Additionally, 100 retained samples were visually inspected. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sample quality-platelet clumping. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, an unspecified number of tubes had clumped platelets. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: imdrf annex c grid: c1404 - pre-analytical handling problem. Investigation summary bd received 10 samples and 24 photos for investigation. The evaluation of the photos showed evidence of platelet clumping. The returned samples were reviewed, and no additive abnormalities were found. A total of 100 retained samples were visually inspected. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sample quality- platelet clumping. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported after using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes, an unspecified number of tubes had clumped platelets. No adverse impact was reported regarding the patient or user.